Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power on and the power supply was therefore replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer would not power on. Multiple power cords as well as multiple electrical outlets were tried but with no success. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer would not power on. Multiple power cords as well as multiple electrical outlets were tried but with nosuccess. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.